Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown. The troubleshooting was performed for critical pump error. The customer reported that they took the battery out of the insulin pump and it was still beeping. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump being returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.